Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The product was not returned. The investigation was conducted as noted below. The serial number was not available. We couldn't confirm abnormality in production and inspection records of the product for this case. (Serial no.: unknown; model: nc1-sp). We assumed this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. Haptic breaks during or after delivery of the iol product replaced with another lens immediately during surgery; patient health not impacted.